Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this device was eroding through the skin. The patient had been lost to follow up and had not been seen for some time. The patient's physician will be moving the device to the patients other side of the body.